Manufacturer narrative:
(B)(4) (stent deformed during positioning): eval results: stent deformation; 60% stenosis; failure to predilate lesion, contravening IFU. Eval conclusions: 60% stenosis; failure to predilate lesion.

Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 24 mm, diameter 3.5 mm, was intended to treat a lesion exhibiting 60% stenosis in a pt's rca. It was reported that the stent became deformed during the procedure. The device was inspected prior to use, with no abnormalities noted. The lesion was not pre-dilated. It was reported the physician pushed the sds down the guide catheter and the device became stuck, proximal to the lesion, during attempts to push it through the ostium. The device was successfully removed from the pt and another endeavor resolute stent, length 24 mm, diameter 3.5 mm, was used to treat the lesion. The pt was reported to be stable post procedure and no clinical sequelae have been reported. The device was returned to medtronic for eval. No damage was noted to the hoop and no resistance was felt when removing the returned device from the hoop. The stent was positioned on the balloon as per specs. There was some crown misalignment evident on the stent and the struts on the ninth distal stent segment were raised and deformed. There was slight damage to the distal tip. A clear liquid was present in the inflation lumen. Procedural images were not provided for review.